Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert on the ilet with a reported blood glucose of 307 mg/dl, and, after a dry run and a full infusion set and connector supply change, insulin delivery resumed with no visible abnormalities; the event was associated with an obstruction of flow at the connector/coupler and categorized as an infusion set occlusion resolved after supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation-related issue causing obstruction of flow in the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.